Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the right femoral arteriorotomy site post diagnostic cardiac catheterization. The angio-seal was deployed and hemostasis was achieved. Two hours later, the pt ambulated and complained of pain and numbness in the right leg. The access site showed no signs og hematoma, but distal pulses were diminished. An ultrasound revealed a thrombus at the puncture site. A thrombectomy was performed to remove the clot. The angio-seal was also removed. The pt was released from the hospital and is recovering well.